Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received random no delivery alarm and buttons was not responding right way when pressed. It was stated that the multiple screeches on screen. Customer blood glucose level was unknown. Troubleshooting was not performed. Device will not be returned for the analysis.